Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her first implantable neurostimulator (ins) was replaced because she did not keep it charged and they could not get it out of overdischarge. No patient symptoms were reported. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.